Manufacturer narrative:
(B)(4). Batch # t5a85p. Device analysis: the analysis results showed that one ecr60b reload was received unfired, with the pan detached from the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that the scrub nurse opened ecr60b to reload the echelon flex stapler and found that the reload was misshapen. He alerted me to the issue (I was present during the case) and opened another reload to continue the procedure. There were no patient consequences.